Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Unit functioning properly. No delivery anomaly noted during testing. Intermittent button response noted during testing due to flattened dome switch on the esc button. The lcd connector was inspected and no anomaly was noted. Unit received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip and broken battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of under 40 mg/dl. The customer was treated for the low blood glucose with juice, and then they experienced high blood glucose levels of 422 mg/dl after dinner. The customer did not troubleshoot and did not send the product back for analysis. Customer was assisted with troubleshooting and reviewing the settings on their insulin pump. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.